Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta balloon catheter was returned for evaluation. The returned sample was noted to have blood residue throughout and the balloon appeared to be partially inflated. No other anomalies were noted. During functional evaluation, balloon is deflated using an in house presto device. On successful deflation, an in house presto inflation device was used to inflate the balloon and water was noted to be leaking. Balloon fiber were stripped and upon microscopic magnification, a circumferential rupture was noted on the balloon. No other functional testing was done. The investigation for reported balloon rupture is confirmed, since water is noted to leaking from circumferential rupture while inflating the device during functional testing. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 01/2024).

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured. There was no reported patient injury.